Event description:
On 05/14/2025, a sales representative reported via email that an ar-3680 fibertak button implant system had a loose anchor sheath on the inserter, making it ultimately too big to implant. They tried tightening the sutures but couldn't get the anchor implanted. The case was completed, and no additional details were provided. This was discovered during a biceps tenodesis procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 06/03/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.

Event description:
Additional information was received on 06/04/2025: the ar-3680 fibertak button implant system's loose anchor sheath was not visibly loose out of the packaging, and it could have shifted during the implantation process. The case was completed despite the issue with an ar-1662s-1 birmingham biceps implant system. No case delay was reported, and no added anesthesia was administered. No adverse effects were reported before or after the surgery.